Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Please be informed that this information is collected via the (B)(6) registry. This prospective, multicenter registry captures implant and follow up data of patients with severe and symptomatic bicuspid aortic valve stenosis. Medtronic is not the owner of the data and does not have access to information that has not entered into the (B)(6) registry database. If additional information is received, it will be provided in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the (B)(6) registry that prior to the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid aortic valve, a non-medtronic transcatheter bioprosthetic valve was implanted and mispositioned. Therefore, the medtronic transcatheter bioprosthetic valve was implanted valve-in-valve. Following the implant of the valve, bradycardia occur red, and a permanent pacemaker was implanted. A disabling stroke occurred on the same day and delirium was reported one day following the implant of the valve. No further information was provided. No additional adverse patient effects were reported.